Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified a red particle material on the shell and an opening. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implant rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and red particles in the surface of the shell/gel. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening, a broken striated in the anterior side, missing piece of the shell, two openings striated in the anterior side and non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is an opening sharp in the anterior assessed as unidentified (tear) opening, a broken striated in the anterior side assessed as surgical damage, two openings striated in the anterior side assessed as surgical damage, non penetrating nick striated in the anterior side and missing piece of the shell assessed inconclusive.

Event description:
Patient reported left side "implant rupture." Device has been explanted.